Event description:
It was reported during implant procedure that the atrial lead exhibited a loss of sensing and low pacing impedance. These electrical anomalies were found, via fluoroscopy, to be caused by an insulation break. The lead was successfully exchanged. The patient was stable and asymptomatic.

Event description:
New information received notes of lead fracture.

Manufacturer narrative:
The reported events of loss of sensing, low pacing lead impedance and insulation damage were confirmed while the reported event of lead fracture was not confirmed. As received, a complete lead was returned in one piece. X-ray examination did not find any indication of conductor fractures. However, electrical testing, visual inspection and destructive analysis was performed and found the cause of the remaining reported events was isolated to the inner insulation damage consistent with over tightening the suture tie during procedure.